Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.8 inspection of the endoscopic system. - inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the evis lucera gastrointestinal videoscope experienced water supply failure during preparation for use. There was no report of patient harm associated with this event. During incoming inspection, foreign matter clogged the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of water supply failure was not confirmed. In addition to evaluation in b5, adhesives around objective lens had white-clouded area. Adhesive around objective lens was peeled. The control unit was shaved. The forceps channel port was shaved. The grip was shaved. Adhesives around light guide lens had white-clouded area. The plastic distal end cover had a scratch. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility does not know when foreign object adhered to the scope. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.